Event description:
Patient was operated on february 13th, 2006 for gastric cancer at advanced stage. The patient general conditions were quite serious. After having performed a gastrectomy and a gastrojejunostomy and closure of the duodenum with a ta 55 premium dlu, there was leakage of enteric content around the staple line. The surgeon decided to fire another ta55 pr dlu blue and this time the suture was performed correctly. Seven days later the patient developed peritonitis at a critical stage with dehiscence of the mechanical staple line of the duodenal stump. The surgeon performed a purstring. The patient is now deceased. No samples will be sent.